Event description:
Customer reported via phone call to have received a no delivery and then received a motor error alarm. Customer also reported that display showed three bars indicating insulin in reservoir, reservoir was actually empty. Customer did not have insulin pump at the time and will call back for replacement processing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.